Manufacturer narrative:
Per the supplier evaluation, there was no anomaly, including a crack, observed upon visual inspection. Based on the investigation result, it was inferred that the luer thermistor was inserted deeper due to retightening, and stress continued to be applied to the port with the heat load during sterilization and until it was used. Deeply inserted thermistors can lead to cracks and leakage. The device history record (DHR) was review and no issues were noted related to this complaint. Gtin:(B)(4). Production identifier: (B)(4). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: this complaint involved a cp50 cardioplegia delivery unit that leaked during cardiopulmonary bypass. The leak occurred around the temperature thermistor located on the outflow port of the cp50 unit. The cp50 unit was changed out. There was a loss of approximately 200cc of blood. The cp50 unit was returned to the manufacturer for investigation. Upon inspection, the leak was confirmed on the complaint unit. The manufacturing records at that time revealed no anomalies in production. The most likely cause was workmanship error, possibly as a result of a loose thermistor being re-tightened by production associates and then being subjected to stress during heat sterilization.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the cardioplegia set was leaking. When pressurized during set up, no leak was noticed, however, after flushing up to the field and running the vent, the negative pressure the vent created on the heat exchanger caused air to be drawn into the set. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a blood loss of about 200 milliliters (ml). There was no delay, nor adverse consequences to the patient.

Manufacturer narrative:
H3: 81 - evaluation is in progress, but not yet concluded.